Event description:
Patient under general anesthetic in lithotomy position, surgery time 118 minutes. Rectoscope and electrosurgical machine in use during case. Patient return electrode disposable pad had been placed on left anterior thigh. When the pad was removed. 2 burns (approximately 3 cm x 1 cm each) were noted on the patient in the mid-upper and outside-lower positions under the pad.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, inherent risk of procedure. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.